Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
The agent reported a revision surgery due to loose. Female 42. Complaint has been evaluated and is similar to report number 1644408-2022-01344; 341-10-707, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.